Event description:
On (B)(6) 2024, an ilet user reported that a metal part on the ilet belt clip stabbed their finger, causing an infection. The clip was not attached to the device at the time, and the metal end went under the user's fingernail. The user later confirmed on (B)(6) 2024 that they visited a healthcare provider (hcp), were prescribed amoxicillin, and treated the infection with regular cleaning and triple antibiotic ointment application. The user was not hospitalized, and their blood glucose levels were unaffected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.